Event description:
The patient was injected on the side of the nose. The patient allegedly developed hard nodules, swelling, and serous drainage. A culture was taken twice. The patient was treated with oral steroids.

Manufacturer narrative:
No implant date was given at time of report. Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds).